Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high hemoglobin (hgb) results of 21.5 without instrument generated flags on a patient specimen, generated by the coulter act diff 2 analyzer. Erroneous results were reported outside the laboratory. The physician questioned the result and requested that the patient be redrawn. The redrawn specimen recovered a lower hgb result of 15.5 and a corrected report was sent out. The operator contacted the bci hotline and was instructed to rerun the original specimen. The rerun of the initial result recovered an hgb result of 14.9. The customer indicated that there was no change to patient treatment, and no death or serious injury was associated with this issue.

Manufacturer narrative:
The patient specimen was collected with a butterfly collection device into a 4ml bd vacutainer tube. The customer is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before this incident and recovered within assay range. A field service engineer (fse) was dispatched and verified the instrument performance. Fse also performed reproducibility and carry over tests.